Event description:
It was reported the patient was not receiving stimulation during the intra-operative testing. The test stimulation was performed prior to 'securing' the lead. No apparent side effects were noted from the patient, even at high amplitudes. Another lead was used in the procedure. No patient outcome was provided.

Manufacturer narrative:
Analysis of the lead found no anomaly. It was stated that continuity was acceptable and there were no shorts (dry).

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4)